Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The investigation of the returned coil system found the implant had already separated and was not returned. The pusher's hypotube was also noted to be damaged. Visual inspection of the returned device found no evidence of a proper thermal detachment; the pusher's monofilament profile indicates the implant separated from the pusher due to excessive force. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The microcatheter and coil implant were not evaluated as a part of this evaluation as they were not returned, so the investigation could not determine if it had caused or contributed to the reported complaint. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that an embolization coil implant detached prematurely in an aneurysm. The coil was removed using a stent. There was no reported injury to the patient.